Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2018 - 10134. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised for unknown reasons. Left hip. Attempts have been made and no further information has been made available at this time.

Event description:
It was determined this device did not contribute to the event. Please void this submission.

Manufacturer narrative:
It was determined this device did not contribute to the event. Please void this submission